Event description:
The hospital reported that the endoscope lens was hazy and the inner rods were broken. The hospital intends to return the product in question. The hospital has advised that additional information related to the event (including the event date, pt information and details regarding the procedure) is not available.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).